Event description:
It was reported the pumps speaker beeping when no alerts were present. Cause is not known. Customer's blood glucose level had no reported impact. Customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.